Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer went to the emergency room (ER) and was subsequently hospitalized with blood glucose of 337 mg/dl. Customer was treated with intravenous rehydration therapy and subcutaneous insulin injections. Customer was released for the hospital 6 days later on (B)(6) 2025 with no permanent damage and the issue resolved. Customer reverted to an alterative method of insulin therapy.